Event description:
End user robert called in on behalf of his mother, stating that the seal on the right gearbox was loose and leaking grease. He stated that some grease dripped on the hard wood floor, but did not cause any property damage. End user stated his mom thought she got the chair in 2002 or 2003.